Event description:
Six patient samples with discrepant sodium results. Initial result gave 130 mmol/l; repeat gave 136 mmol/l. Erroneous results were not reported. The field service representative was unable to determine root cause.

Event description:
Six patient samples with discrepant sodium results. Initial result gave 129 mmol/l; repeat gave 137 mmol/l. Erroneous results were not reported. The field service representative was unable to determine root cause.

Event description:
Six patient samples with discrepant sodium results. Initial result gave 132 mmol/l; repeat gave 139 mmol/l. Erroneous results were not reported. The field service representative was unable to determine root cause.

Event description:
Six patient samples with discrepant sodium results. Initial result gave 126 mmol/l; repeat gave 133 mmol/l. Erroneous results were not reported. The field service representative was unable to determine root cause.

Event description:
Six patient samples with discrepant sodium results. Initial result gave 129 mmol/l; repeat gave 136 mmol/l. Erroneous results were not reported. The field service representative was unable to determine root cause.

Event description:
Six patient samples with discrepant sodium results. Patient 1, initial result gave 128 mmol/l; repeat gave 135 mmol/l. Erroneous results were not reported. The field service representative was unable to determine root cause.